Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained elevated blood glucose readings and did not feel well; no specific symptoms were provided. On (B)(6) 2012, the patient obtained blood glucose readings of ''greater than 400 mg/dl'' and took correcting bolus doses of insulin via the pump; however, her blood glucose levels did not respond. The patient disconnected herself from the pump. On (B)(6) 2012, the patient took herself to the emergency room, and she received treatment with intravenous fluids and insulin. The patient was discharged from the hospital on (B)(6) 2012. Troubleshooting revealed there were no issues with the infusion site, and all basal/bolus settings and programming were correct. A review of the prime history revealed an insufficient prime volume was used on (B)(6) 2012 after the patient replaced the infusion set and infusion site and insulin cartridge, which could have contributed to under-infusion of insulin. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not properly and fully priming the new infusion set. However, as the patient suffered blood glucose levels indicating severe hyperglycemia afterwards, and was hospitalized, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.